Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The service technician replaced flow valve and issue was resolved. Model lap top ventilator passed all testing.

Event description:
The customer reported model lap top ventilator 1200 is delivering higher tidal volume than what is set. When the ventilator is set to 400ml it delivers 460ml. No further information was provided regarding patient involvement.